Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported that during the procedure, the surgeon states that the er320 only contained 4 clips. The surgeon's efforts to fire the additional clips needed for the procedure resulted in dry fires. The instrument did not appear to be jammed according to the surgeon. There was no consequence to the pt.